Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. An example was provided for one patient sample with discrepant na results. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 168 mmol/l and it repeated as 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer asked the customer to check the affected patient sample and fibrin was found in the sample. The customer performed washing maintenance and then ran calibration and controls. The results were acceptable. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.